Event description:
The patient reported, she has been experiencing parasthesia in her lower extremities and an alleged lesion in her cervical vertebrae. Follow-up identified, the patient was diagnosed with central cord syndrome (ccs) as a result of cord compression after permanent scs implant procedure. The patient experienced loss of position, parasthesia in her lower extremities and the device was explanted 2-3 weeks post implant. The exact date of the explant is unknown at this time. Further follow-up indicated, the patient was slowly improving at the time. The patient was released to a rehabilitation facility per the physician and has not been seen by the physician since. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.